Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot number 73e1400447 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the physician was unable to load clips without clicking sound in the applier. The patient's condition was reported as fine.